Event description:
A field service engineer reported that a customer was receiving suppressed results for multiple cc analytes on their unicel dxc 600 instrument. A leak was observed under the cc reagent probe b. However, the leak was contained to the instrument. No erroneous results were generated due to this event.

Manufacturer narrative:
The field service engineer (fse) noticed that the reagent mixer alignments were off. The fse realigned the mixers. He also, noticed a puddle of fluid under the reagent probe b. The fse confirmed that the faulty wash collar vacuum valve was the cause of the intermittent suppressed results and the leak on the cc reagent probe b. The valve was replaced. (B)(4).